Event description:
A patient reported via manufacturer representative a power on reset (por) condition. The type of por was unknown at the time of the initial call. It was later reported that the patient was able to clear the por with his remote. He was doing great and able to work both the remote and the recharger without any problems. No patient symptoms were reported. The indication for implant was peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated they could not pin point a reason why the por occurred.